Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device had failed drawer, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 29-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of in this incident, it was determined that the drawer was failed and would not open. A field service engineer (fse) inspected the back of the drawer and found the magnet missing from the inseparable. The fse replaced the inseparable to resolve the issue. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device had failed drawer, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.